Manufacturer narrative:
(B)(4).

Event description:
The pump was explanted on (B)(6) 2015.

Manufacturer narrative:
Device evaluation summary: the pump investigation included priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification. Internal complaint number: (B)(4).

Event description:
It was reported that the patient was not receiving the expected amount of pain relief. The pump was explanted and returned for evaluation. The explant date is not available.